Event description:
The complainant reports an under delivery. It was reported that 1500 ml were hung and delivery set at a rate of 100 ml per hour. The feeding was delivered in 20-24 hours. The expected delivery time was 16-17 hours.

Manufacturer narrative:
The device reported is an abbott product that is marketed internationally which is the same or similar to a device that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.